Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the maryland bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Review of an image provided by the customer is consistent with the reported issue of thermal damage on the instrument.

Event description:
It was reported that after a da vinci-assisted prostatectomy surgical procedure, when the nurse was cleaning the maryland bipolar forceps instrument, the nurse found one black point in the wrist that looked burnt. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected before the procedure with no issues noticed. At the time of cleaning, a burned spot was identified. When reviewing the procedure video, the surgeon did not identify anything that could have caused it. No interoperative collisions or arcing were observed. A monopolar curved scissors instrument was also in use during the procedure, but no issues were observed.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the maryland bipolar forceps instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the reported complaint. The instrument was found to have charring and localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.